Event description:
It was reported that there was functional loss of capture on this right ventricular rv lead. Upon review of the atrial tachycardia response atr, the healthcare professional was concerned on why it was marking as ventricular fibrillation vf. Technical services stated that the atrial fib af was falling into refractory period and there was functional loss of capture. Ts discussed programming options. This rv lead remains in service. No adverse patient effects were reported.